Event description:
It was reported that this patient presented to the hospital with a fever and the scar around the pocket was red and warm. An infection was confirmed thus the system was explanted and disposed. No additional adverse patient effects were reported.